Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l69145, implanted: (B)(6) 1999, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the pump ¿failed¿ and became infected and had to be ¿immediately removed with emergency surgery¿. The patient experienced a lot of pain (also reported as ¿painful around the pump site¿) and discomfort, and "risk to life by having the pump and spinal catheter removed together in a five hour surgery". It took the patient 32 days to recover enough from the surgery to be released from the convalescent home; the patient continued to recuperate at home under the 24 hour, 7 days a week care by their family. The patient was still enduring withdrawals and adjustments of medication in healing from the event. The pump was first being used to deliver dilaudid and then morphine at the time of explant. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.